Manufacturer narrative:
Product event summary #- damaged instrument vertec arm not locking. Other relevant device(s) are: product ID: 9734252, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the articulating arm was not maintaining position under load. There was no patient present.